Event description:
On (B)(6) 2009, the pt reported that in the past, the up and down buttons of his infusion device did not function when pressed. At the time of the report, both buttons were functioning. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.